Manufacturer narrative:
Concomitant products: product ID: 3058, interstim urinary mgu ipg, implanted: (B)(6) 2008. Product ID: 3093-28, interstim urinary mgu lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedances. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.